Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. Therefore, the investigation is confirmed for material separation, separation failure and inconclusive for difficult or delayed separation. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0802915 chronic catheters allegedly experienced difficult or delayed separation, material separation and separation failure. This report was received from one source. One patient was involved with no reported patient injury. Age, gender and weight were not provided.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0802915 chronic catheters allegedly experienced difficult or delayed separation. This report was received from one source. One patient was involved with no reported patient injury. Age, gender and weight were not provided.